Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device system implanted. Additional information obtained indicated the cause of death was closed head injury from complications related to a fall. No information regarding the cause of the fall has been received.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device system implanted. Additional information obtained indicated the cause of death was closed head injury from complications related to a fall. No information regarding the cause of the fall has been received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4).